Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving unknown baclofen (unknown concentration, 436mcg/day, was at 600mcg/day) in an implanted infusion pump for intractable spasticity. At the time of the report the patient was also taking oral baclofen 90mg/day. The patient had experienced "issues" since (B)(6) 2016. The issues were further clarified as losing consciousness. It was unknown if the symptoms were gradual or sudden. No further information was gathered before the reporter disconnected the call. Additional information was requested from the healthcare provider (hcp) regarding drug information, concomitant medications, pertinent medical history, if there was a suspected device issue, diagnostics, if the cause was determined, actions/interventions required, and if the issue resolved. If additional information is received, a follow-up report will be submitted.